Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 211236, compr segmental revision system modular stem - 8x100mm, lot # 765500. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital retaining the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-0347. Hospital retained device.

Event description:
It was reported that the patient underwent a re-implantation elbow arthroplasty revision procedure. During the surgery, after assembling the ic segment and stem, the surgeon decided to add a flange. The taper and stem would not disengage in order to add this component, and there were no other pieces available. There was a 2 hour delay in the procedure, while the patient was under anesthesia, to get a replacement piece. No further patient consequences were reported. Attempts have been made and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.